Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided nor could the customer provide specific dates when the elevated bg¿s occurred. Elevated bg levels were addressed by changing the pump supplies and resumed insulin. Reportedly, the customer continued to use the pump for insulin therapy.